Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified infection coincident with peritoneal dialysis therapy. The infection was reported to be in the patient's "tube." It was not reported if the patient was hospitalized for the event. The cause of the infection was not reported. Treatment for the event was not reported. Peritoneal dialysis therapy was discontinued due to the infection. Patient outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis which was previously reported as ¿infection¿, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. There was no further description of the breach in aseptic technique. Peritonitis was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the bacterial peritonitis. Beginning on the day of onset, the patient was treated with cipro 500 milligrams twice a day for nine days (route not reported) for the bacterial peritonitis event. On an unreported date, the patient began treatment with vancomycin 2 grams for first dose then second and third doses of 1 gram (intraperitoneally) for the bacterial peritonitis event. Antibiotic treatment was discontinued nine days after onset. Extraneal, physioneal, and nutrineal therapies were ongoing (previously, it was reported that peritoneal dialysis therapy was stopped). It was not reported if the patient was recovering or was recovered from the bacterial peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in bacterial peritonitis (previously reported as ¿infection¿). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.